Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-00314. Additional information received identified the lead erosion has healed.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-00314. The patient received two occipital leads (off-label) as a part of occipital system. It is unknown which one is related to the issue. Therefore, both the leads are being reported. It was reported the patient¿s one of the occipital lead was eroded through the skin. Consequently, surgical intervention was undertaken (surgery date unknown) wherein the lead was reburied. No additional information available at the time.